Event description:
On (B)(6) 2012, the patient was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2012, there was a reintervention and the patient was implanted with a gore iliac extender component (pxl161407/(B)(4)).

Manufacturer narrative:
Add'l devices implanted and/or related to this event: pxc181400/(B)(4). The review of the mfg paperwork verified that these lots met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: patients should be counseled as to the possibility of subsequent reinterventions including catheter- based and open surgical conversion.